Manufacturer narrative:
(B)(6). This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k121091. Manufacturing date - year 2017. The catalyst system¿s daily alignment verification (dav) is a qualitative system check performed prior to proceeding to treatment workflow. Dav is not a calibration, but allows the user to check the proper calibration achieved during service and is still realized on the day of surgery. Any system malfunction would be detected by the software, alerting the user of functional changes in the components of the system. Failure of the dav would result in an error message which informs the user to contact johnson & johnson surgical vision (jjsv) service and to not use the system for treatment until a successful dav has been demonstrated. The pass or fail criteria is based on the visual alignment of the suction ring overlay and is seen by toggling on and off the overlay view such that the user can assess whether laser fire being executed lines up or does not line up with the overlay. If there is failure of the dav or the user bypasses the warnings in dav, use of the system in treatment mode may result in laser fire exceeding the overlay patterns. This will result in an incorrect location of laser fire and may result in serious injury. There have been no illness or injuries to date related to this issue. An investigation is currently in process to address the issue. Preliminary investigations have concluded that the issue resides with the coding for the cos 5.00.33 software. As an immediate correction, all impacted customers were contacted on (B)(6) 2018 and verbally informed to cease use of the equipment until further notice. In addition, a field removal notification letter to all customers with a catalys precision laser system with software version cos 5.00.33 installed to re-literate to stop using the affected system and will coordinate the removal of the affected software from all affected systems. As part of the corrective action, the software version cos 5.00.33 will be removed from all affected systems and software version cos 3.90.01.13 will be installed. No catays systems will remain in the field with software version cos 5.00.33 all pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
During the field service engineer (fse) visit for installation of system software update version cos 5.00.33 the system exhibited failures when executing daily alignment verification (dav). Specifically, cuts on the plastic hemisphere during dav did not match the intended cuts shown on the treatment overlay screen on the system graphical user interface (gui). This issue was identified by the fse during the upgrade process and was not experienced by the customer during treatment workflow. There have been no reports of patient harm from these treatments received to date.

Manufacturer narrative:
It was inadvertently not included in the supplemental #1 that the system software had been downgraded to software version cos 3.90 on july 31, 2018.

Manufacturer narrative:
Reporting number is listed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment that included labeling, manuals, complaint history, device history records and risk documentation for this equipment were performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Based on the investigation an operational problem was found and a product deficiency related to design was identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.